Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred before the malfunction. There was no reported impact to the customer's blood glucose level. The customer completed a pump reset prior to contacting technical support and the issue was resolved.